Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was missing the magnet from the lid of the device. In this state the device will not turn on automatically when the lid is activated, which can cause a delay in defibrillation therapy if needed or may lead to use error resulting in a failure to deliver defibrillation. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and observed that the lid magnet was missing. The customer has been provided with a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.